Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter for which biosense webster¿s product analysis lab identified the catheter's deflection mechanism was stuck. It was initially reported by the customer that the lasso® nav eco variable catheter¿s curve was broken in the procedure. An operator checked the catheter and confirmed that the curve was broken. The lasso® nav eco variable catheter was exchanged, and the procedure has successfully completed. There was no patient consequence reported. With the information available, the customer's reported broken deflection issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the complaint catheter was inspected and found partially deflected. Deflection mechanism was tested, and it was found the deflection curve was stuck, the catheter curve was not able to be undeflected. Contraction was also tested, and it was not possible contract the ring. These findings were assessed as MDR reportable malfunctions. Device evaluation details: the device evaluation has been completed. The returned device was visually inspected and no physical damage was found. After that, deflection and contraction test was performed, and it was found the deflection curve stuck and was not possible contract the ring. Since these issues could be related to the manufacturing process, further investigation was performed with the manufacturing teams. They concluded that the part inside handle, (cam), was subjected to torque force in combination with a cam fissure which broke the cam inside the handle. The part that broke was interacting with the deflection and contraction mechanism until it got stuck inside the components, this produced the contraction movement not to activate and the deflection will not return to its normal state or position. A manufacturing record evaluation was performed and no internal action was found during the review. The deflection issue reported by the customer was confirmed. The root cause of the broken cam was the torque force in combination with a cam fissure that affects the deflection and contraction mechanism. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter for which biosense webster¿s product analysis lab identified the catheter's deflection mechanism was stuck. It was initially reported by the customer that the lasso® nav eco variable catheter¿s curve was broken in the procedure. An operator checked the catheter and confirmed that the curve was broken. The lasso® nav eco variable catheter was exchanged, and the procedure has successfully completed. There was no patient consequence reported. With the information available, the customer's reported broken deflection issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 12/30/2020, the bwi product analysis lab received the complaint device for evaluation. On 1/14/2021, the complaint catheter was inspected and found partially deflected. Deflection mechanism was tested, and it was found the deflection curve was stuck, the catheter curve was not able to be undeflected. Contraction was also tested, and it was not possible contract the ring. These findings were assessed as MDR reportable malfunctions.